Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intraoperatively, the subcutaneous introducer needle did not detach from the front end of the catheter. The catheter's front end was found to have a crack. The catheter was not repaired, and there was no leak. A tego was not utilized, and there was no luer adapter issue. The insertion site was not treated prior to product placement. The device was cleaned with saline. There was no reported patient injury.

Manufacturer narrative:
Correction: d4(unique identifier (UDI) #) additional information: d9, g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted one catheter kit, including the guidewire, tunneler, peel-away sheath, and dilators. The tunneler appeared to be stuck in the tip of the catheter, and its sheath was severely cracked. It was also noted that the cannula was kinked, bent, or otherwise deformed. It was reported that there was a crack on the catheter shaft. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when sliding the tunneler sheath too far back when attaching the tunneler to the catheter intraoperatively, which applies an excessive amount of pressure onto the cannula connection and prevents smooth removal. It was also reported that there was a needle issue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: "slide the sheath completely over the connection until it stops, being careful that the sheath smoothly transitions over the catheter tip.". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.